Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration on the screen and scuff/scratch marks on the spacer and cap. Most of the is detached and the cable is cut. There are no manufacturing abnormalities visually observed with the returned wand. The device was returned with a cut electrical cable hence a functional test was limited to the suction line. The suction line performed as intended. The complaint was not verified and the root cause could not be determined with certainty. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that a piece of the electrode tip broke off inside the patient. All the pieces were removed. The wand broke off on the slide to bring it into the joint. A backup device was available to complete the procedure with no significant delay and no patient injuries.